Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed calibration error and then a change sensor alert and the pump cannot be calibrated. Customer does not recall any significant events leading to the error. Customer's blood glucose was 191 mg/dl at the time of incident and can sometimes go up to 500 mg/dl. Troubleshooting was done for alarms but customer was advised that the device would be replaced. No further information was given.